Event description:
Customer reported calling paramedics for a blood glucose level over 600 mg/dl. Customer reported feeling nauseous and treating with a bolus. Customer stated that she changed the infusion set and noticed blood inside the cannula. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).